Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the animas insulin pump is having cartridge loading issue. In addition, the buttons are not responding appropriately. Animas made 3 attempts to contact the patient for more information. A letter was sent to the patient, requesting call back. There was no adverse event associated with this complaint. The complaint is being reported because the reported issues were not resolved.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/22/2013 with the following results: unable to duplicate reported complaint. The prime history shows evidence of large prime amounts. The black box shows no evidence of load step malfunctions; no alarms related to the complaint observed. A rewind, load, and prime sequence were performed successfully with no issues. A force sensor calibration check showed the pump is not detecting the correct force. The pump cover was removed; force sensor pins seated and solder connections intact. The force sensor resistance was found to be out of specification and contamination was observed on the force sensor. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.